Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.232 ng/ml) from a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory as the vitros trop I es testing was performed in duplicate. The expected value (< 0.034 ng/ml) was obtained upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced the microwell incubator to return the instrument to expected operation. Following this action, acceptable vitros trop I es performance was observed. The investigation did not determine whether the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this is unknown. The root cause of this event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as a potential contributing factor.